Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record (f1501403) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all process specifications, including quality control acceptance criteria prior to release. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the balloon of the mynxgrip vascular closure device ruptured. Additional information was requested but is unknown.